Event description:
Stryker sustainability solutions endocut scissor tips x 2, with the same lot #, did not function. A third endocut scissor tip with a different lot number was then opened and utilized without issues.